Manufacturer narrative:
(B)(4). Additional information: this issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced product evaluation by a baxter technician. The assignable cause was a blown battery harness f1 fuse. The battery harness was replaced to correct the reported condition. The user interface module software version is 7.22.00. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Event description:
The facility representative reported a colleague infusion pump with a 199:117:284 failure code. The event was reported to have occurred during testing. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.